Manufacturer narrative:
Method: visual inspection, mfg records, complaint history review. Result: product was visually inspected upon return and confirmed to have the hex tip of torsion shaft broken. Hex tip was most likely broken under torsional constraint. No deviations were found in the review of the mfg records that could be attributed to this issue. Note: all the parts that were broken were received, meaning that no part was left in the pt. Conclusion: product was received for eval and found to be broken at tip probably under torsional load not far from transverse pin. A CAPA was initiated to determine corrective and preventive action. The preliminary root cause identified in the CAPA is the breakage is due to a process issue, the material becomes susceptible to be rust formation due to non-conforming process conditions. This rust formation then leads to embrittlement failure at the junction of the pin and shaft of the wrench.

Event description:
The end of the instrument got broken in process of tightening.